Event description:
It was reported that the patient had stenosis at 50% of the right superior pulmonary vein. It was reported that the event was procedure related. No medical intervention was administered and the prognosis of the patient was reported to be satisfactory.